Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). This is report 2 of 2 for complaint (B)(4). Placeholder.

Event description:
It was reported that during a hip fracture procedure, the drill bit missed the hole. The surgeon inserted the nail and helical blade to insert the distal locking screw, and the drill bit missed the hole. Surgeon then re-drilled the hole by hand after the targeting device was taken down. Procedure was completed with no further problems. Surgery was extended by 30 minutes. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the returned parts were assembled with other tfn instruments and implants to complete the construct and evaluate the complaint condition. The returned aiming arm and insertion handle were assembled and then a nail was assembled to them with a connecting screw. A protection sleeve, drill sleeve, and trocar were then assembled and inserted through the distal locking hole in the aiming arm. The sleeves/trocar aligned as intended with the distal locking hole in the nail. The trocar and drill sleeve were removed and a locking screw was inserted through the protection sleeve and passed into and through the distal locking hole without issue. The returned parts assembled and aligned as designed and the screw passed cleanly through the hole in the nail. The complaint condition could not be replicated. The returned parts function as intended and the complaint condition could not be replicated with them. Therefore, it is concluded that this complaint is invalid.